Event description:
It was reported that the patient presented to the clinic with stored episodes of non-sustained lead noise due to oversensing of myopotential signals. Lead measurements and isometric testing was normal. Programming changes were made and no oversensing was detected. Device remains implanted. Patient will be monitored via follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.